Event description:
A distributor reported that the wake button on the device was not working. There was no information provided regarding the impact on the customer's blood glucose level. No additional information was provided. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.